Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services observed the power consumption is associated with the fast atrial sense for this pacemaker, and appears steady. It was advised to reprogram the device to help resolve the impact to the longevity of the battery. No further updates have been received. The device remains implanted, and no adverse effects were reported.